Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) found tip clamp #4 stuck in the up position. The fse cleaned the compression spring and tip clamp sleeve. In addition, the fse replaced the plunger clamp, 2-pole cable and tube lifter in position # 4. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.